Event description:
Catheter placed in 02. In 03 a leak was noticed from a hole in the external part of the catheter. The catheter was repaired according to the procedure stated. Post repair the blue external part measured 3 cm. The catheter was fixed with steristrips and a semipermeable adhesive dressing was applied. During the night the pt noticed that the connector was loose under the dressing and the catheter was gone. X-ray showed the catheter in the heart. The catheter was situated with the proximal end in the vcs and the distal end in the right atrium. Intervention required: pt felt palpitations and hyperventilated in the operating theatre. The catheter was extracted through the femoral vein and the pt recovered without any further symptoms. No injury indicated.